Manufacturer narrative:
The reported field event of extended charge time was confirmed in the lab. The high voltage capacitors were analyzed by their manufacturer and found to have excessive leakage current. The extended charge time was caused by anomalous hv capacitors.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, an extended charge time alert was observed on the device. The event was resolved by explanting and replacing the device due to normal eri. The patient was in stable condition.